Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 139104ext,ultraclean 1 in. Blade extnd insulatn was being used on (B)(6) 2021 during an unknown procedure and ¿when cautery tip removed from cautery pencil the insulation came apart into 3 pieces.¿ there was no injury or impact to the patient. Further assessment was sent; however, to date no reply has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, 139104ext,ultraclean 1 in. Blade extnd insulatn was being used on (B)(6) 2021 during an unknown procedure and ¿when cautery tip removed from cautery pencil the insulation came apart into 3 pieces.¿ there was no injury or impact to the patient. Further assessment was sent; however, to date no reply has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿when the cautery tip was removed, the insulation came apart¿ is confirmed. The device will not be returned for evaluation; however, the provided photographic evidence exhibits the reported event. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 139104ext,ultraclean 1 in. Blade extnd insulatn was being used on (B)(6) 2021 during an unknown procedure and ¿when cautery tip removed from cautery pencil the insulation came apart into 3 pieces.¿ there was no injury or impact to the patient. Further assessment was sent; however, to date no reply has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.